Event description:
The report received from the affiliate indicated that pci was being performed on a lesion in the proximal left circumflex and proximal left anterior descending lesion. The left circumflex was treated first, poba was conducted and a 3.0x23mm cypher select plus stent crossed the lesion. While trying to connect cypher hub to an inflation device, it was found that the hub of cypher was cracked. Another cypher stent was used for the pt. The device was not resterilized. The device was pulled from the packaging by the hub, but no anomalies were noted. The device was prepped following IFU instructions. There was no difficulty encountered flushing the sds or connecting the hub to the indeflator device. No anomalies were noted during or after the device was prepped.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. The device is available for testing and evaluation, but has not received as of this writing. Additional info received will be submitted within 30 days upon receipt.